Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- estimated date: the absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in left common femoral artery and left superficial femoral artery. After, dilatation with an 4x60mm armada 35 balloon. The 6x80mm absolute pro self-expanding stent system (sess) was advanced to the target lesion, and the stent was attempted to be deployed. However, after one click of the thumbwheel and a few millimeters of the stent becoming exposed, the thumbwheel became stuck. Therefore, the sess was removed from the patient. An attempt was made to completely deploy the stent outside the patient; however, the stent could not be deployed. The procedure was continued with a non-abbot stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.